Event description:
The customer stated an architect analyzer generated error code 1007, unable to process test, when reaction vessels of lots 66411p100 and 62433p100 were in use. The issue was resolved with the implementation of lot 61218p100. There was no adverse impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(6)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number (6)(4) and is therefore unassigned. This is the final report.

Event description:
Pacs software imaging device showed wrong measurements on the image. Measurements are optional and may be created by the user, through a software function. Measurements may be applied to an area of interest within the image through a simple mouse manipulation; values then show on the image. Sporadic problem related to a configuration file. No pt hurt.